Event description:
The subject acquired a fungal and/or acanthamoeba eye infection using complete moisture plus multi-purpose solution by amo. We are into the 5th week of fighting this infection, she was being treated at hosp, and then treatment was relocated to eye institute on the fourth day of the infection as the infection was still not yet under control and these doctors are more experienced in treating the fungal and acanthamoeba eye infections. She's been in and out of hospitals 10 the last 32 days receiving many antibacterial, antifungal and antiamoebic eye drops - atropine, zymar, natacyn, neomycin, brolene, phmb, pred forte.